Manufacturer narrative:
Device evaluation: cadd-solis vip pump was returned for investigation in used condition. The customer reported product problem was replicated several times. The air detector sensor was defective and inoperable. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported problem was unknown. A root cause was not established.

Event description:
It was reported that during testing, the air-in-line sensor on the cadd-solis vip was faulty. This product problem occurred during testing. There was no patient involvement.